Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there is issue with hard drive. Fse analyse the system and found that there was malfunction with the host pc, and hdd. The customer requested for part information and biomed on the other hand installed the os hard drive disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's hard disk drive failed. The system was in clinical use at the time of the event. There was no reported patient or user harm.